Event description:
It was reported that oversensing due to noise leading to inappropriate automatic mode switch was observed on the device. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that far-field r wave oversensing and oversensing due to noise leading to inappropriate automatic mode switch was observed on the device. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
It was reported that oversensing due to noise leading to inappropriate automatic mode switch was observed on the device. The device was reprogrammed. The patient was stable and will continue to be monitored. There were no adverse consequences.